Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal (B)(6) 2014 essure was removed') and cholecystectomy ('gall bladder removed') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and cholecystectomy (seriousness criterion medically significant) and experienced ovarian cyst ("I still get large cysts on ovaries"). The patient was treated with surgery (surgery to remove essure). Essure was removed in (B)(6) 2014. At the time of the report, the medical device removal, cholecystectomy and ovarian cyst outcome was unknown. The reporter considered cholecystectomy, medical device removal and ovarian cyst to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-apr-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ((B)(6) 2014 essure was removed') and cholecystectomy ('gall bladder removed') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and cholecystectomy (seriousness criterion medically significant) and experienced ovarian cyst ("I still get large cysts on ovaries"). The patient was treated with surgery (surgery to remove essure). Essure was removed in (B)(6) 2014. At the time of the report, the medical device removal, cholecystectomy and ovarian cyst outcome was unknown. The reporter considered cholecystectomy, medical device removal and ovarian cyst to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.